Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the heater wire in the expiratory heater wire connector of an rt100 adult dual heated breathing circuit was faulty. The hospital discovered this fault before use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Device is en route to manufacturer for investigation. This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in (B)(6). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The rt100 adult dual heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.